Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device is failing the dx shock therapy. The device was received by bench repair. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the therapy pca and defib cap would need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca and defib cap . The therapy pca and defib cap was replaced to resolve the reported issue and the device was scheduled to be returned to the customer site. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is failing the dx shock therapy. There was no patient involvement.